Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that, during an implant procedure, the carrier broke while tunneling for the lead and extension. A spare tunneling tool was available and used to complete the implant procedure. The stimulator was successfully implanted.